Event description:
Customer reported pt presented 3 weeks post-op with an infection. I&d and arthroscopic examination were performed and the site allowed to heal by seconday intention. Cultured positive for s. Aureus. Pt was prescribed antibiotics.